Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The pump was used to deliver baclofen and dilaudid.

Event description:
It was reported that the pump was originally placed in her ribcage, but the patient could not lay on her right side. The patient also lost weight and the pump stuck out and caused pain. The patient wore a support band because it made the pain feel better. Around that time, it was noted that on a scan, the patient¿s right lung ¿looked like crushed glass.¿ the pump was then moved down to the abdomen (approximately a year ago) and now the patient had ¿abdominal conditions.¿ no outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.